Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty inserting the atrial lead into the device header. The physician used silicone oil and was able to successfully insert the lead into the header. All electrical values were normal. The patient was stable.